Event description:
It was reported that the pt is experiencing soreness in groin area when bending over. Experiences pain in groin area after daily 30 minute walks. Notices swelling in right leg and experiencing right knee pain.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.